Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) console was dropped damaging the console cover, pressure hose and helium reservoir assembly. Hissing sound coming from punctured pressure hose and helium leak from damaged check valve on the helium reservoir assembly. No patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code, health effect ¿ impact codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: d7a, g2. Additional information: contact person number is (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the console was dropped. As a result, the console cover was bashed in, the pressure was punctured, and the helium regulator assembly was damaged. The fse replaced the pressure tube assembly, the console cover, and the helium reservoir assembly. The unit passed all functional and safety tests per manufacturer specifications.